Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient undergoing a revision surgery due to the loosening of the implant (screw). It was reported that the tip of screw driver broke when the set screw was removed by the driver in combination with counter torque. The break occurred while removing the first one. It was said that the broken tip could be taken out later and returned to tac. The rod was cut and the screw of the cut part was removed as the screw had come off. The reason why obturator was not used was that the physician hated the possibility that the obturator would drop off from the break-off driver. There were no patient symptoms/complications. The product will be returned and will not be replaced. It was reported that, when the driver broke, it fell in the patient's body, but removed from the body. The broken tip of the driver was returned together with the driver. There was no fragments reminded in the patient's body. Fixed range was l1 / l5, the screw of l1 came off, the rod protruded, and pressure ulcers occurred, so reoperation was performed. In the reoperation, the rod was cut at l2 and l3, the screw of l1 and l2 was removed, and replacement was not performed at l1 and l2. Four screws were removed. Date of the initial operation: (B)(6) 2020 initial surgery procedure: posterior spinal fusion l1/l5.